Event description:
The customer reported that discordant, reactive vitros anti hav igm results were obtained from a single patient sample using two different vitros anti hav igm reagent lots; lot 3315 and lot 3410 on a vitros eci immunodiagnostic system, compared to negative vitros anti hav igm results obtained from a non-vitros anti hav igm roche system. Lot 3315: reactive (no value provided) vs. A negative value from roche (no value provided). Lot 3410: 3.91 s/c vs. A negative value from roche (no value provided). The affected results for the patient were not reported outside of the laboratory and there was no report of patient harm as a result of this event. However, biased results of the magnitude and direction observed may lead to inappropriate physician action if occurring undetected. This report is number one of two MDR¿s for this event. (B)(4).

Manufacturer narrative:
The investigation has determined that reproducible, discordant, reactive vitros anti hav igm results were obtained from a single patient sample using two different vitros anti hav igm reagent lots on a vitros eci immunodiagnostic system. The customer concluded the reactive anti hav igm results to be false positive. The definitive root cause could not be determined; however, the anti hav igm reagent lot in use, the vitros eci analyzer, or the samples involved in the event cannot be ruled out as contributing factors. The definitive root cause is unknown.